Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc is related to (B)(4) which reports about the first revision surgery performed after the primary tha surgery. This pc reports about the osteolysis occurred after the first revision surgery. It was reported that the polyethylene liner was worn out, and osteolysis occurred around the hip joint after the first revision surgery. On (B)(6) 2021, the second revision surgery was performed to implant allograft around the hip joint, including behind the acetabular cup, and to replace the liner. Doi: unknown, dor: (B)(6) 2021, unknown side.